Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of undersensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.